Event description:
It was reported that the lead exhibited a capture anomaly and the insulation was breached. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the lead was returned in pieces. The proximal and distal insulations were abraded and all five wires of the proximal coil fractured at 24.2 cm from the distal tip electrode due to clavicular crush. The damaged distal coil could have caused the reported capture anomaly.